Manufacturer narrative:
Date of event estimated based on event description.

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was implanted. The seal was good upon implant. At the 45 day follow up, a thrombus was noted on the face of the device. There was no reported change of the device seal. The patient was stable and continuing oral anticoagulant treatment.